Event description:
The customer reported alarm - error codes/messages.

Manufacturer narrative:
Additional information provided: d.10. The customer reported problem was confirmed. The device passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture (B)(6) 2018 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes/messages.